Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high impedance was noted. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two parts. Internal insulation abrasions were found at 8.5 - 9.1cm and 14.2 - 15.1cm from the distal tip. External insulation abrasions were found at 6.4 - 6.8cm, 16.9 - 17.1cm and 17.3 - 17.6cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was found at 29.8 - 30.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.